Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site encountered an issue with the sureform 45 stapler not engaging on patient side cart (psc) arm 4. The site informed the technical support engineer (tse) that they had already tried reseating the sterile adapter and the stapler prior to calling in, but the issue remained. The site tried a 2nd stapler instrument, but the engagement issue persisted. The tse viewed system error logs and identified multiple 22020 engagement errors with the stapler on arm 4. The site indicated that they were converting to an open surgery. The procedure was converted to an open surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple attempts to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site encountered an issue with the sureform 45 stapler not engaging on patient side cart (psc) arm 4. Based on the claim against the product by the customer noting a sureform 45 stapler engagement issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product alleged against to perform failure analysis. Although the complaint regarding the sureform 45 stapler engagement failure was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. Procedure and instrument log review was performed. Per the review, the following was confirmed: the procedure was performed on (B)(6) 2022 on system serial # (B)(4). The sureform stapler 45 instrument (part # 480445-04, lot # t11220824-0259) appears to have been used for 2 uses during the procedure, with 10 uses remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Once the sureform stapler instrument is recognized on the da vinci system, engagement gets checked. The engagement sequence runs for each installation of the instrument to ensure proper mating and transmission of force between usm carriage outputs, instrument sterile adapter, and instrument input disks. Successful engagement is detected by driving the instrument sterile adapter through a predefined trajectory. Additional hardstop verification checks are performed as part of the engagement verification to mitigate non-intuitive motion. The probable root cause of roll hardstop engagement failures on the sureform stapler instrument is attributed to roll axis friction. This issue can be resolved by using an alternate instrument to complete the procedure. This event is considered a reportable event because the surgeon opted to convert the da vinci-assisted surgical procedure to an open procedure following an instrument engagement issue.

Manufacturer narrative:
On 23-nov-2022, the following additional information was obtained: failure analysis investigation returned for the return material authorization (RMA) of related records for the staplers associated with this event. Intuitive received the part associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed through error logs the customer reported complaint of "would not engage". Review of digital signal processor (dsp) engagement logs showed the instrument failed to engage on october 14, 2022 using system sk1704. Error 22020 occurred stating ¿engagement failure - roll axis¿. This error indicates a potential high friction with motion. Instrument was placed on xi system arm and recognized and engaged the instrument on 3 consecutive attempts. No error messages occurred. The instrument was driven on an in-house system, and the instrument was able to move intuitively with full range of motion in all directions. The grips opened and closed properly. No errors occurred during in-house testing. Fa found the primary failure of functional test - engagement failure to be related to the customer reported complaint. Additional observation: main tube was manually rotated. There appeared to be higher than normal friction of the roll motion when actuated. Failure analysis found the additional failure of instrument roll bushing ¿ binding to be related the customer reported complaint. Failure analysis (fa) investigations confirmed the customer reported complaint "would not engage¿. Fa found the primary failure of engagement failure to be related to the customer reported complaint. The instrument was found to have 11 engagement failures based on log review and was replicated during in-house testing. Log review shows error code 22020 indicating "installed sureform 45 straight-tip failed to engage on usm4 (roll axis hardstop check failed)." The instrument was installed onto the system with an in-house drape and seal. The instrument failed the recognition and engagement tests on all three attempts. There was no physical damage found. An additional observation related to the customer reported complaint was also identified by fa. The instrument was found to have roll friction on the main tube. There was friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. The binding between the main bushing and roll gear was found to be improper.

Event description:
Refer to h10/h11 for follow-up information.